Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Customer reported that she changed the reservoir, then received a no delivery alarm at the fill tubing stage. Blood glucose level at the time of the incident was 230 mg/dl. During troubleshooting, the customer was able to manually prime without receiving a no delivery alarm. Customer was advised that the infusion sets would be replaced but did not return any products for analysis.